Event description:
It was reported that as the surgeon was handed the wrong lens and inserted the cc4204a collamer plate lens. The lens was removed without any pt injury. Pt had pre-existing corneal hemorrhage in both eye and the surgeon preferred a three piece lens. This lens was removed immediately without any pt incident. The reporter stated the event was due to a tech error.

Manufacturer narrative:
(B)(4), no product allegation - labeled. Eval, results - visual inspection of the returned product showed no visible damge to the lens. (B)(4).